Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 14 atm on the second inflation. The first inflation was also to 14 atm. The non-calcified and 75% stenosed lesion was located in the proximal right coronary artery (rca). The qauntum maverick monorail balloon was being used for post dilation of a 3.5mm stent. The lesion was reported to be well dilated and the procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 9017394 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.